Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation procedure with a smarttouch thermocool catheter. The catheter had much noise. Therefore, the catheter was changed to complete the procedure. There was no patient consequence reported. The returned device was visually inspected and reddish material was found inside the pebax however, no visible damage was observed. An electrical test was performed and the catheter passed the test, however, the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. Per the condition observed a scanning electron microscope (sem) testing was performed and the results showed evidence of a hole and scratches on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The tc failure is detectable in production, mitigating this failure from reaching the costumer. However, despite all the controls put in place during the manufacturing of a device, inadvertent polyurethane (pu) wicking on tc wires can cause these wires to break in field, during a procedure, because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact. Based on available analysis finding results, the damage on the pebax does not appear to be caused by any internal biosense webster inc. Processes since the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a smarttouch thermocool catheter. Initially, the catheter had much noise. Therefore, the catheter was changed to complete the procedure. There was no patient consequence reported. This event was assessed as not reportable as only intracardiac signals on this catheter are noted to be affected. Therefore, the risk to the patient was low. The biosense webster failure analysis lab received the catheter for evaluation. On (B)(6) 2017 it was noted that there was reddish/brown material in the pebax. This issue was assessed as not reportable as there was no damage noted to the pebax integrity. The potential that it could cause or contribute to a death or serious injury was remote. Further visual investigation was performed. On (B)(6) 2017 damage was found on the pebax. It was clarified on (B)(6) 2017 that the damage referenced was that there appeared to be plastic protruding from the ring next to the pebax. On (B)(6) 2017, we received the scanning electron microscope (sem) analysis results and the damage was a hole on the pebax surface. The damage found on the pebax was assessed as a reportable malfunction. The awareness date of this damage was (B)(6) 2017.